Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a vats, lung biopsy procedure, the first gun was placed on the tissue, and the first fire of three strokes didn't feel right. Continued the firing sequence and upon inspection of staple line, following complete firing and release, there were malformed staples. The second gun was opened and fired; first stroke it made a clicking sound and didn't feel right. The case was completed with another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Instrument b: (B)(4). The analysis results showed that one sc60 (a) was received instead of an ec60. The device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted and no strange noise was heard during the analysis. The analysis results showed that one sc60 (b) was received instead of an ec60. The device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted and no strange noise was heard during the analysis.